Event description:
It is reported that a customer was hospitalized for a high blood glucose level of mg/dl. The customer's mother stated that she found her son passed out and was rushed to the emergency room where they treated the patient with a glucagon syringe. The customer's insulin pump worked as designed and it is unknown what may have caused the customer to pass out. However the patient was not using the insulin pump. The pump was requested to be returned for analysis. No further information was provided.

Manufacturer narrative:
Findings: unable to prime during prime/a33 alarm test due to moisture damage noted in fsr. Pump passed basic occlusion and displacement tests. Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.